Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the code 204 is a disruption in communication between the montior and electrode belt. The cause of the disruption in communication is the damaged receptacle and wires. Root cause investigation into the damaged receptacle and wires is ongoing under an existing internal corrective action.no adverse event resulted from the defective monitor.

Event description:
A zoll distributor contacted zoll to report that the patient's device was producing service code 204.